Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "came apart" was confirmed. Reliability engineering found that the outer hose had been pulled loose at the muffler end of the hose assembly, likely due to the hose being pulled on with excessive force near the crimp. In addition, the unit exhibited low rpm's and vibration due to damage to other components including the drive shaft assembly, locking mechanism, seals, vanes, and bearings. This damage was consistent with ineffective or improper cleaning and maintenance of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device's hose came apart at the pressure relief valve. It is unknown if the device was being used during surgery. There was no patient injury. It is unknown if any user injury or medical intervention occurred. There was no additional information provided.